Event description:
The customer reported an error code was displayed on the system. After fourth case, they were getting hlf disable anode hot. No injuries were reported.

Manufacturer narrative:
Error code displayed.